Event description:
The customer reported via phone call that he was receiving no delivery alarms. Customer woke up not feeling well and his blood glucose was 420-430 mg/dl at the time of the incident. Customer's current blood glucose was 362 mg/dl. Customer did a little testing and stated that no insulin came out. Customer stated that his blood sugar was high maybe due to the popcorn that he ate last night. Troubleshooting was performed and the customer declined to check his settings. Customer had to remove his reservoir and attach the plunger rod. Customer then disconnected and reconnected the tubing connector and reservoir to each other. Customer remained disconnected and then pressed on the plunger. Customer reported that the insulin did come through. Customer stopped troubleshooting and changed everything out. Customer mentioned that he had issues with bad insulin before.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.